Event description:
It was reported that during a laparoscopic gastric sleeve procedure. When they were stapling the hiss zone, the first half of the firing with a green load was correct, but the other half the stomach was cut with open staples. They realized it was opened and fired successfully with the same device. They proceeded with the surgery and when they were sleeving-up using the blue reload. The same thing occurred (the first half of the firing had open staples). They fired once again to close it and they decided to reinforce it manually just in case. There are no complications with the pt.

Manufacturer narrative:
Date sent: 11/17/2008. Info anticipated, but unavailable at this time.